Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the inability to charge the ins to 100% was not determined. They stated they have tried standing, seating, walking. They stated on january 18 they tried to charge it but it won't charge past 90%, they are not able to successfully recharge the implant to 100%. The implant is an inch from the top of their butt. They stated the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a week or two ago patient was getting ready to charge self up. Some how the bottom changed and she don't know what number to be on. The patient reported seeing a recharger not found message. The following troubleshooting steps were performed; reset the recharger, dismissed code,1707. Patient got por has occurred and therapy had turned off while on the call today. Patient cleared por and she got 10% charge, excellent connection. Instructed patient to continue charging until she get's it charged to 100%. Then I told her to turn therapy on. I told her if she doesn't know how to call patient services back. Patient said this morning she had an accident. I explained that is because her therapy is turned off due to battery of ins being below 10%. Patient was on program 3 at 0.8 ma and therapy was off. Patient said she had charged last night but she kept having problems with it going from red to green. Pt called back stating they can't seem to get the ins to charge up to 100%. Pt states they are at 90% and it keeps flipping back to searching. Pt services reviewed sitting and leaning forward, tightening the belt and repositioning the recharger. Pt states they don't feel any portion of the ins sticking out. Pt also repeated info regarding having accidents. Pt states this actually started several days ago. Pt services reminded pt that therapy was off when they first called today. Pt services continued to try and assist pt and recommended they make a follow up appointment with doctor for in person education on recharging. Pt services also reviewed to assess symptoms once therapy is turned back on. Pt also mentioned wanting to start up text message reminders again when recharging. Pt services called back to provide info and left a voicemail.